Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photos confirmed debris around the pump cable inline connector; however, a specific cause for this finding could not be conclusively determined through this evaluation. A worn yellow locking indicator line on the pump cable was also confirmed. According to the account, this occurred after significant cleaning of debris around the inline connector. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 8 of the IFU, ¿equipment storage and care,¿ contains information regarding how to clean and care for the driveline. This section states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook, ¿living with the heartmate 3,¿ also contains information regarding how to clean and care for the driveline. Section 10 of the patient handbook, ¿safety checklists,¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There were no alarms at the time of the event. The pump and system controller were reported to be working as intended following the modular cable exchange.

Event description:
Related MFR # 2916596-2023-03134. It was reported that the patient's modular cable was damaged. The modular cable was attempted to be exchanged but the sheath would not turn. After significant cleaning of the connection and removal of debris, the sheath rotated to the unlock position and the modular cable was exchanged. As more debris was cleaned out from the threads of the driveline, the yellow line of the driveline fell off. The patient was educated on the importance of monitoring the connection and making sure it is in the lock position.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.